Event description:
Customer called in to report unresponsive buttons on the insulin pump. Blood glucose reading at the time was 134 mg/dl. The customer also mentioned the insulin pump alarmed after battery change. Troubleshooting was performed. Found that the customer had left the battery out of the compartment on the insulin pump longer than the duration allowed. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was monitored, all operating currents tested within specification range. No unexpected battery out limit alarms noted. All buttons function properly. However moisture damage was noted on keypad traces. No ramping numbers noted on the display. Insulin pump received with cracked reservoir tube lip, scratched case and minor scratches on display window noted during visual inspection.